Event description:
The customer tested his blood glucose using his contour meter and received a reading of 26 mg/dl. He retested using his elite meter and received a reading of 86 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. His elite meter was upgraded to a contour meter.